Manufacturer narrative:
To date, the product remains implanted and in service without further reported complications. If new information is received, a follow-up report will be submitted.

Event description:
Boston scientific received information that four days post implant, a decrease in right ventricular sensing was exhibited; lead confirmed dislodged. The physician elected to perform a lead revision, at which time the product was successfully repositioned. No specific adverse effects reported.